Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.

Event description:
The customer reported that the paramedics were called, and he was taken to the hospital due to high blood glucose and nausea. The blood glucose reading was 1320mg/dl by the time the paramedics were called. The customer stated that he was in a diabetic coma, respiratory, and kidney failure. The customer stated that he was wearing the insulin pump, but it was disconnected when he was admitted. Initially, the customer called regarding an error. Troubleshooting was performed. The customer stated that the device was stored without a battery. He also mentioned having a battery alarm. Assisted him to clear the alarm, but the device alarmed weak battery several times. Advised the customer to discontinue the use of the device and revert to back up plan. No further information was provided.

Manufacturer narrative:
The insulin pump passed functional testing including the rewind, basic occlusion, occlusion, prime, excessive no delivery test and displacement test. No battery out limit or weak battery alarms were noted. There was a confirmed alarm in history, alarm due to corrupted history file. The insulin pump was received with a missing end cap sticker.